Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that while the screw was being inserted using a powered screwdriver, the tip of the device broke off. There was no patient injury. The broken tip was retrieved within about one minute. The surgeon considers that the screw came into contact with another screw that was already placed, causing too much pressure.